Event description:
The customer observed a falsely elevated architect total hcg result for one patient. The following data was provided (customer¿s reference range 0-10 miu/ml): initial result = 33.32 miu/ml repeat result = 16.03 miu/ml repeated again in duplicate = <1.2 and <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument, reviewed the instrument logs and determined the sample arc, probe (08c94-47) the likely cause due to carryover. Service cleaned the sample probe, and the issue was resolved. Issue resolution was verified with successful carryover testing. The arc, probe (08c94-47) was determined to be the likely cause of the result issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined normal complaint activity for the issue for the products. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the architect i2000sr (03m74-02), serial number (B)(6) or the sample arc, probe (08c94-47) was identified.

Event description:
The customer observed a falsely elevated architect total -hcg result for one patient. The following data was provided (customer¿s reference range 0-10 miu/ml): initial result = 33.32 miu/ml repeat result = 16.03 miu/ml repeated again in duplicate = <1.2 and <1.2 miu/ml no impact to patient management was reported.